Manufacturer narrative:
Device was returned and evaluated. Catheter was received with proximal injectate extension tube broke, flush at the hub. There was no sharp edges visible on the hub.

Event description:
It was reported that the cap of the proximal port of the catheter came off, the lines were hooked up. Nurse noticed during am medication rounds. No patient complications or intervention was required as well as no blood loss was reported.